Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch (lss) due to impedance measurements of greater than 3000 ohms. The lead also exhibited loss of capture, high thresholds, and patient isometrics produced noise in bipolar configuration. All lead measurements were normal in unipolar configuration, and no noise was noted; therefore, a cathode fracture was suspected. The device was reprogrammed to remain in unipolar and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.